Event description:
It was reported the patient no longer had stimulation and the ipg would not communicate with external devices. The sjm representative confirmed the issue. The patient reported she had not charged for at least a month and could not remember the last time she had charged. Follow up identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Action #: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.